Event description:
It was reported the patient is experiencing numbness in her legs. X-rays were taken but were inconclusive. The physician believes the lead may have migrated. Subsequently, the patient may undergo surgical intervention as the next course of action. The event date is unknown.

Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.